Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states the locking casters on the lift are not working properly.